Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right hemi-colectomy, when firing across the ileocolic vessel, the surgeon said the stapler made a "wicked crunch" sound on the last fire, so she excised and re-fired using a purple reload. The surgeon needed to excise the staple line and re-fire with a larger reload and over-sew the staple line. It was also reported that there was poor staple formation. To resolve the issue, the surgeon excised the existing staple line she had created with a tan reload and re-fired using a purple reload with no issues in order to complete the case. An unanticipated tissue loss was also noted. The patient was reported to have no injury.